Event description:
It was reported that a malfunction alarm occurred, and that the insulin gauge was inaccurate. Customer¿s blood glucose level was 127-250 mg/dl. The customer reported that there was no backup method for insulin therapy so they will reach out to their health care provider.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.